Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was successfully implanted within the esophagus of a cancer patient on (B)(6) 2011. According to the complainant, the patient presented with a five centimeter lesion, and no dilation was performed prior to stent placement. On (B)(6) 2011, (B)(6) post implantation, an endoscopic procedure was performed. At this time it was discovered that the tumor had grown through the upper meshes of the stent. There was no issue with the covering of the stent. It was reported that the distal tip of the stent was unable to be fully expanded as the tumor was pressing in the stent. Therefore, a feed catheter was placed. The physician is comfortable leaving the stent as is, and no further intervention is planned. The patient was reported to be in stable condition post procedure.